Event description:
Sorin group received a report that during a case, the s5 double head pump displayed an error message and the pump stopped. The clinician power cycled the pump to resume functionality. No further issues were reported. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a case, the s5 double head pump displayed an error message and the pump stopped. The clinician power cycled the pump to resume functionality. No further issues were reported. There was no report of pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.